Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe in a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that the syringe in a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples displaying the reported condition, nor representative samples, were received for evaluation. Therefore no evaluation could be performed and the reported defect could not be confirmed. The complaint description does not specify what type of leakage was experienced and under what conditions. Since no samples were received, and based on the available information, the investigation cannot proceed any further. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.